Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a plum 360¿ infuser that reportedly shut down suddenly while on ac power. There was unknown patient involvement and no report of human harm.

Manufacturer narrative:
The infusion pump was plugged into ac power and the ac led light illuminated. The device received ac power and the battery was charging. The pump passed self-testing with no error alarms. The device was programmed to run a protocol of rate of 500 ml/hr for volume to be infused (vtbi) of 100 ml. The device passed this protocol without any error alarms or losing ac power. A review of the event alarm logs does not show the device experiencing any uncontrolled shutdowns or software error alarms. However, the device did alarm with several n58 low battery alarms. There is no evidence of the battery being replaced. The battery was replaced for preventative maintenance. Could not confirm customer¿s complaint that the device powering off while plugged into ac power. Therefore, the probable cause for customer¿s complaint of device powering off on ac power was not found. The probable cause for error n58 is defective / worn battery with diminished capacity. D9 - date returned to mfg: 19apr2024